Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) underwent a procedure to be implanted with an hf sensor delivery system. During the procedure, the doctor experienced an issue with removing the sensor once it was placed. A company representative provided guidance instructions to help the doctor properly retract the device, but the doctor got ahead of himself and attempted to remove the device improperly. In turn, the company representative discussed a course of action with the doctor to help retract the device/sheath in a better manner. The doctor proceeded to remove the sensor with a different catheter and the procedure was abandoned. No harm was caused to the patient and no additional intervention was needed.